Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the keyboard arrow key is faulty. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
There was no malfunction of a dfm100 device for (B)(4). It was confirmed through investigation that the actual complaint was a faulty arrow key on the keyboard of a pagewriter tc50 cardiograph, which is housed in (B)(4). (B)(4) was determined by philips to be not reportable as there was patient/user involvement but no report of patient impact, serious injury or death, and because the reported issue is not likely to cause or contribute to serious injury or death if it were to recur. Philips investigated the event and was not able to confirm the reported issue. However, philips reviewed the customer¿s servicing history and found no evidence that the failure is a recurring or intermittent issue. Thus, as a solution, philips initiated an order for the customer for replacement of the failed part.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the keyboard arrow key is faulty. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the keyboard arrow key appears to be faulty. Multiple good faith effort attempts were made to obtain additional information associated with this complaint evaluation, however no additional information was made available. The device disposition remains unknown as there were no responses to the attempts made to obtain information. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text: no response to multiple attempts to obtain additional information.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the keyboard arrow key is faulty. However, subsequent information received indicated that the reported issue was mistakenly reported under the incorrect equipment. There has been no claim of malfunction for the efficia dfm100 defibrillator and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the keyboard arrow key is faulty. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.